Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported recurring unexpected restart alarm. Blood glucose was unknown at the time of incident. Customer stated that she was sitting in her car when unexpecter restart alarm occured. Troubleshooting was performed. Insulin pump was not stored or not in use for an extended period of time. Unexpected restart alarm did not occur shortly after inserting new battery. Customer also mentioned that the unexpected restart alarm is recurring during normal use. Customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with constant tone and blank display due to faulty interface board. Unable to verify unexpected restart alarm or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to constant tone anomaly. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.